Event description:
The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported that during a surgery, the tip overheated and the sleeve melted. It was further reported that the procedure was completed successfully. A delay of unknown length was also reported. No further information is available at this time.